Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The endoscope was visually inspected and/or placed on in-house system and detected with a camera module issue. The camera module exhibited front (negative) lens detached. Additionally, shaft mechanical damage and damaged/cracked sapphire proximal window were observed. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. Also, the endoscope was disassembled and confirmed with dislodge desiccant balls inside backend housing. Furthermore, the endoscope cable was visually inspected and found with defect at zone c 1/3 near the scope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. Moreover, the complete glass in the ferule was missing and the glass fibers were heat damaged. The endoscope has camera adapter bearing friction issue. It failed transmittance test.

Event description:
It was reported that endoscope instrument was damaged. There was no reported injury.